Manufacturer narrative:
(B)(4).

Event description:
This companion 2 driver was not supporting a patient. The customer reported that the companion 2 driver displayed a "system malfunction" alarm. The companion 2 driver was returned to syncardia for evaluation. Review of the electronic patient data file revealed one recorded "system malfunction" alarm, confirming the reported issue. The root cause of the reported "system malfunction" alarm was a malfunction of the right vacuum, caused by insufficient solder at j19 on the main printed circuit board assembly (pcba). The insufficient solder resulted in a loose vacuum connector. The main pcba was replaced, and the companion 2 driver passed all final performance testing. This failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. In addition, it would not prevent the companion 2 driver from performing its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4) initial

Event description:
This companion 2 driver was not supporting a patient. The customer reported that the companion 2 driver displayed a "system malfunction" alarm. This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.